Event description:
The patient was undergoing abdominal aortogram with iliac run off and revascularization for severe claudication and peripheral arterial disease. After angiograms were performed, the physician placed a 7 french sheath in the left common femoral artery for revascularization. The wire crossed to the superficial femoral artery of the right leg. The physician advanced a low profile percutaneous transluminal angiography (pta) balloon dilatation catheter into the right common iliac. Inflation was attempted and the balloon ruptured and avulsed from the catheter. Sheath and balloon was removed together. Balloon integrity was not intact. Part of the balloon and the marker were within the left femoral artery. While awaiting a surgical consultation, a separate sheath was inserted in the right external iliac and revscularization of the right lower extremity was performed. The physician then attempted and successfully retrieved all foreign material using a snare under fluoroscopy after exchanging to an 11 french sheath on the left. Final angiography revealed no significant dissection or perforation. Patient monitored overnight post procedure. No patient injury noted.======================manufacturer response for balloon dilatation catheter, advance 35lp (per site reporter).======================sales represetnative will be picking up the balloon later this month for manufacturer investigation.